Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited travel coarse error message. There was no patient involvement. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the travel reverse error. The pump was repaired by replacing the left and right clutch, worm gear, worm coupling, and motor. The main cause of customer¿s complaint was worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing and is fully operational.